Event description:
Fill volume: 241 ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: central i.v. Infusion started on (B)(6) 2015 at 3:00pm. Infusion ended on (B)(6) 2015 at 7:00 pm. A pharmacist reported that a homepump infusion ended sooner than expected. The patient reported that the pump was empty on (B)(6) 2015 at 7:00 pm. On 02/20/2015 the home nurse came to disconnect the pump and discovered that the pump was empty. The patient experienced nausea following the incident. No medical intervention was given. The patient was reported as stable, at the time of this report. The sample is available for return.

Manufacturer narrative:
Methods: actual device was received for an evaluation and investigation. A visual inspection, flow rate accuracy test and pressure pot tests were conducted. Results: a visual inspection found the pump was received empty and was then refilled to the nominal fill volume of 270ml. Infusion was verified and the flow accuracy test was performed. After 40.5 hours of testing, the pump yielded a flow rate that was within specifications with a +/-15% tolerance. The pressure pot testing was performed on the flow control tubing without the filter. The tubing was detached from the pump and connected to a pressure gauge. The flow restrictor yielded a flow rate that was within specifications with a +/-15% tolerance. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the investigation summary concluded that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, the flow control tubing met specifications using the average bladder pressure. It was reported that the pump with a nominal fill volume of 270ml was filled to 241ml. The IFU specifies, "filling the pump less than labeled (nominal) fill volume results in faster flow rate." However, the assignable cause of the reported incident is unknown. An historical review indicated that this was the first complaint reported for this reported incident and related to the same lot number. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) is currently in progress for the reported lot number. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.